Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited difficulties to interrogate. The health care professional (hcp), during a procedure at the time, requested assistance with troubleshooting. Technical services (ts) recommended to place the wand on the left lateral side to improve telemetry strength and noted that the presence of a left ventricular assist device (lvad) may be contributing to the interference. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.